Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) was 371 mg/dl at time of report. Reportedly, a supply change was performed to address the occlusion issue. A system check could not be performed with tandem technical support as the occlusion alarms occurred in the past.